Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a bluetooth (ble) telemetry anomaly straight out of the box. There was no patient involvement. The ICD was not used.